Manufacturer narrative:
This report is being filed to provide in investigation:the customer is not alleging that device or disposable set played a role in thebacterial contamination.the customer reported that the culture was positive for acinetobacter. Per microbiology ofwaterborne diseases: microbiological aspects and risks, acinetobacter is a widespread microbe,present in many environmental sources, including water, soil, sewage and food.to improve therisk associated with this contaminate, improved skin disinfection, initial blood draw diversion,bacterial detection and pathogen reduction have been addressed.root cause:sources for the bacterial contamination in the products could not be determined.possible root causes of the bacterial contamination include but are not limited to:- post processing lab qc sampling/handling techniques- leak in disposable set due to manufacturing error- poor phlebotomy venipuncture- no blood diversion performed due to operator errorcitation: percival, s. L., & williams, d. W. (2014). Acinetobacter. In microbiology of waterbornediseases: microbiological aspects and risks (2nd ed., pp. 35-48). Retrieved fromhttps://doi.org/10.1016/b978-0-12-415846-7.00002-0

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The FDA released a letter 4/16/2019 describing acinetobacter contamination of platelets. Although the technology used to collected the platelets identified in this letter is not specified, terumo bct had no reason to suspect they were collected on trima. So this is the first confirmed report of platelets with this bacteria collected on trima. Per internal documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination investigation is in process. A follow-up report will be provided.

Event description:
The customer reported the platelet collection from a trima device resulted in a bacterial contamination. The bacteria was identified as acinetobacter during testing and the unit was re called and not transfused. The test method preformed by the customer was bact/alert 3d, aerobic only, 8ml. The collected platelets tested positive for positive for acinetobacter baumann ii complex/haemolyticus, negative for coccobacilli. Donor unit number: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing,therefore no patient information is reasonably known at the time of the event. Patient weight provided cannot be removed per a system limitation. No patient was involved for this event. The platelet collection set is not available for return because it was discarded by the customer.